Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins) for the treatment of bladder issues it was reported that  for 6 months or more the patient intermittently stops feeling stimulation and they have to turn the therapy off and back on to feel the stimulation again. The caller also mentioned that the patient has 4 different settings they use, noting that "any other ones other than level 2" causes the patient to complain about feeling stimulation in their leg which they described as a "shock all the way down." The caller stated that the patient's hcp checked the ins and found nothing wrong with it. The patient was redirected to their healthcare provider to further address the issue. The patient stated that they have an appointment with their managing hcp next month.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.